Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced st segment elevation. During the procedure 20 ablations to the mitral line had taken place. Ablations of the mitral line are considered off label as the farawave catheter is only indicated for treatment involving the pulmonary veins. An hour after the procedure it was reported the patient experienced st segment elevation. No interventions or treatments took place, but the procedure could not be ruled out as a cause. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.